Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the surgeon encountered difficulty tapping the implant into hard bone. The surgeon increased the applied force and subsequently the implant broke inside the bone. The broken implant was shaved down and abandoned in the bone. The procedure was completed without further delay, by drilling a new bone hole and using additional implants. There were no patient complications reported as a result of this event.